Manufacturer narrative:
Gehc surgery service personnel ordered parts. On 06/13/07 removed and replaced power switch and power controller pcb. System functioned as intended.

Event description:
Customer reported that in 07 they pressed the power switch, but system did not turn.